Event description:
The patient is reportedly experiencing intermittencies with his internal device followed by a loss of sound. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Testing of the device showed that the device is functioning. Surgery to explant the pt's device will be scheduled.